Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an electrical shock. It was reported during priming, prior to patient use when the nurse plugged the female end of the ac power cord into the ac receptacle at the back of the device the nurse received an electrical shock to her left arm. The device was removed from clinical use. The nurse went to the emergency room for evaluation unspecified medical studies were performed. No specific event details were provided. No medical interventions were reported. The customer contact reported that there was no visual damage to the ac power cord. Though requested, no additional information was provided.